Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead had dislodged. The lead was successfully repositioned. No additional information was available at this time.